Event description:
Revision surgery - due to the original stem becoming loose. The surgeon replaced it with a longer revision stem and cemented it in.

Manufacturer narrative:
The reason for this revision surgery was for stem looseness in the patient's shoulder after 9.4 months of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the stem looseness was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.